Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technician are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examamination and functional test, no conclusion could be reached as to how the reported "shield did not retract over the blade once it was inserted into the pt" during surgery occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The device was tested using a porvair simulation of skin and the trocar shield was found to retract and lockout properly. The experience reported by the surgeon could not be repeated during testing.

Event description:
It was reported the device was used during a diagnostic laparoscopy procedure. It was reported the 511sd armed properly, but the sheild did not retract over the blade once it was inserted into the pt. The obturator was removed from the device and cannula was used during the procedure. There was no consequence to the pt.